Event description:
During the procedure (catheter insertion into central vein) the sheath of the device did not tear/split evenly. Resulted in a peeled off fragment and a section of the sheath still around the catheter. A second introducer kit was used without problems. No pt injury was reported. No info is available.